Manufacturer narrative:
E1. Initial reporter facility name:(B)(6) hospital ((B)(6)). The device was returned for analysis. Returned product consisted of the rotablator rotalink burr catheter. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The advancer used in the procedure was not returned; analysis was performed using a test rotapro advancer. When the rotapro advancer was connected to the returned burr catheter and the rotapro console control system and the knob switch, ablation button was pressed, the burr catheter was able to reach and maintain optimal revolutions per minute (rpm) with no resistance or issues. Product analysis could not confirm the reported events, as the returned burr catheter was able to reach and maintain optimal rpm with no resistance or issues with a test advancer. However, clinical circumstances were unable to be replicated.

Event description:
It was reported that the device was stuck in lesion.the 65mm x 3.5mm in diameter, 85% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). A 1.50mm rotalink burr and rotalink advancer were selected for use. During the procedure, it was noted that the device was stalled, and the burr was stuck in the lesion. The procedure was not completed due to this event. There were no complications reported and the patient was stable.

Event description:
It was reported that the device was stuck in lesion. The 65mm x 3.5mm in diameter, 85% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). A 1.50mm rotalink burr and rotalink advancer were selected for use. During the procedure, it was noted that the device was stalled, and the burr was stuck in the lesion. The procedure was not completed due to this event. There were no complications reported and the patient was stable.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital.